Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round spectrum 325cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. After explantation, the patient had the device replaced with a mentor smooth round moderate profile 350cc saline breast prosthesis. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rent within a crease was found on the device. However, at this point it is not possible to determine the root cause of such damage. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number:(B)(4).